Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The events occurred between (B)(6) 2019 and (B)(6) 2019. (B)(6). Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - aibonito rd 721 km 0 3 po box 1389                  aibonito, 00705 puerto rico            baxter healthcare - cartago                                              600 mts. Oeste de entrada, principal ave. Las americas, parque industrial       cartago, 30106 costa rica should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp standard bore catheter extension sets disconnected from non-baxter intravenous (IV) catheters leading to a blood leak. It was further reported that the extension sets were loose and did not seem to fit properly with the non-baxter ivs. Additionally, the tubing seemed to occlude the IV catheter. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.